Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the commanded shock impedance was measuring 54 ohms, however, the episode shock impedance measured less than 20 ohms. Technical services (ts) reviewed the episode and determined the patient had true ventricular tachycardia (vt) which was treated by anti-tachycardia pacing (atp). The vt restarted and the device began charging. The vt ended during charging, but an inappropriate shock was delivered due committed shock logic. Also, it was noted this patient had a fall a month ago. Technical services recommended a device and lead replacement. This rv lead was capped and surgically abandoned. A new rv lead was successfully placed. No additional adverse patient effects were reported.